Event description:
Additional information was received stating that the patient had a brain hemorrhage after the procedure and because of this the patient died. The manufacturer representative (rep) and the health care professional saw the bleeding during the first scans. Apparently the bleeding expanded afterwards and the patient passed away. The hcp also had a catheter melt down. During the procedure the high temperature marker suddenly jumped to 120 degrees celsius. The laser was shut down because of the high temperature marker that they had put on 90 degrees. This occurred during the last ablation. They saw a meltdown of the catheter when the catheter was removed post op. The hcp mentioned that the melt down wouldn't have anything to do with the bleeding.

Manufacturer narrative:
H2) additional information was received and added to the event description. B5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient died on the (B)(6).

Manufacturer narrative:
H2) correction: additional information was received. It was indicated that the reported event is a duplicate submission to MDR 17231 70-2021-02868. Please refer to listed submission for updates and any other information regarding the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative (rep) went to the site to test the thermal therapy system. The rep wanted to open the visualase data transfer (vdt) for the references of the tmap, the bottom part of the active session disappeared. The rep had to manually write down the image pathway for the tmap and fill that in after opening up a new session. Also, the bottom part disappeared and suddenly. The laser controller box popped open on the screen and they could hear the beep tone of the laser without pushing a button. The laser module showed external mode. The rep restarted the whole system. The problem was solved and they were able to execute the intended ablation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a procedure. It was reported that during the case when the manufacturer representative (rep) wanted to open the database for the references of the tmap, the bottom part of the active session disappeared. The rep had to manually write down the image pathway for the tmap and fill it in after opening up a new session. Also, the bottom part disappeared and suddenly and the laser controller box popped open on the screen and they could hear the beep tone of the laser without pushing a button. The laser module showed external mode. The rep restarted the whole system. The problem was resolved and they were able to execute the intended ablation. Additional information was received stating that the reported issue occurred during a neuro ablation of a ganglio glioma. Imaging was aborted causing a 5 minute delay in the case. No further information was available from the site.

Manufacturer narrative:
H3) the fibers were not changed during a two fiber case. The energy was put higher than intended during the test ablation and a small unwanted lesion was created. When connecting to the system, the manufacturer representative (rep) tested the configuration twice. Apparently maintenance was done and the password was changed so the meduser account was locked. This happened after hours with no patient involved. The engineer was going to unlock the meduser account. After that occurs the rep will establish connection with the new password provided. When inserting the catheter into the bolt, the physician reported resistance. Especially for every cm mark on the catheter. Case went well with no complications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.